Manufacturer narrative:
The reason for this revision surgery was to remedy a dislocation after 11 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 27th complaint for this part number: 11 due to dislocation, five for instability/poor joint, three due to infection, two for a labeling error, one hematoma, one due to dissociation, one revision, one off-label use, one due to wear, and one was mislabeled. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was dislocating so the surgeon implanted a larger glenosphere and liner. A new +8 socket was also inserted.